Manufacturer narrative:
(B)(4). Concomitant medical products: 42532008301, persona stemmed tibial component, lot unk; 42500607001, persona femoral component, lot unk. Customer has indicated that the product will not be returned because it is currently implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report is 1 of 3 for this patient:0001822565-2017-01870, 0001822565-2017-01872, 0001822565-2017-01874.

Event description:
It is reported that the after a left knee arthroplasty the patient is experiencing pain since the initial surgery. He has seen several doctors and is planning on a getting another opinion about his pain from the (B)(6) hospital. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2017-00441.